Event description:
It was reported that the tip of the screwdriver broke off during tightening of the trans-connector screw. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the tip of the screwdriver is broken off as complained. The review of the production history revealed that this screwdriver was manufactured in sept 2009 according to the specifications. No manufacturing related issues were found. The macroscopic assessment revealed that the fracture surface is homogenous and that the tip was extremely twisted before it broke. This is an unequivocal indication that too much torque, well beyond the calculated design, was applied onto this screwdriver. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. User error contributed to this event, as too much torque, well beyond the calculated design, was applied onto this device which caused the breakage.